Manufacturer narrative:
Technician found that the rivet was missing and the bumper was cracked. Technician replaced the rivet and the head bumper to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the front brakes did not work.